Event description:
The patient has a primary hip surgery on (B)(6) 2025. On (B)(6) 2025, the patient came in reporting pain due to a dislocation of the head from the liner. The surgeon revised the liner, head and cup (MDR 2025-01040). Presently, the patient came in due to an infection and the pathogen is unknown. The surgeon performed a washout and revised the medacta stem and head with another medacta stem and head and revised the medacta cup and liner with a competitor`s products. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 16-dec-2025 stem: amistem-p collared 01.18.429 amistem-p collared std stem size 00 (k173794) lot. 2425078: (B)(4) items manufactured and released on 07-jan-2025 expiration date: 2029-12-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Ball heads: mectacer 01.29.203 28mm biolox delta head l (k112115) lot. 2464191: (B)(4) items manufactured and released on 05-may-2025 expiration date: 2030-04-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: mpact dm 01.26.2850mhc double mobility hc liner d 28/dme (k092265) lot. 2508205: (B)(4) items manufactured and released on 23-jun-2025 expiration date: 2030-06-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Cup: mpact 01.32.150mb mpact dm acetabular shell d 50 (k143453) lot. 2501789: (B)(4) items manufactured and released on 23-07-2025 expiration date: 2030-07-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.